Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 48 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the low blood glucose with a sugar tablet. The customer reported having issues with the insulin pump leading to the low blood glucose that included low level alerts and correction bolus issues. Troubleshooting was provided for the low alerts. The issue was not resolved. Issue was probably related to a sensor pressure issue but not entirely confirmed to be the cause of the issue. The insulin pump will not return for analysis. Frn-mmt-332-rsvr ozp-mmt-7020-snsr unomed set.